Manufacturer narrative:
Additional information: as previously mentioned in the initial medwatch report the device and/or lot number was not provided for investigation. It was however, noted by the customer that the user acknowledged that they were not aware that the stylet was left in the catheter after insertion of the catheter. The instructions for use clearly indicate that the stylet is to be removed after the catheter is placed. This single occurrence did not appear to cause or contribute to any adverse outcome for the patient. Based on the results of this information no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Medwatch explains that needle stylet not removed from the intracranial pressure catheter after being inserted into the pt's subdural space in the operating room. Additional info from the customer explained that the user was not aware that the stylet was still in the catheter.